Event description:
Procedure: thoracotomy. According to the reporter: the stapler was within the operative site and did not release fully. Tissue was retained in the jaws of the stapler. The surgeon performed a thoracotomy to remove the tissue from the stapler and withdraw the stapler from the operative site.

Manufacturer narrative:
(B) (4). (B) (4).